Event description:
(B) (4). It was reported that during a coil embolization treatment procedure, a coil migration occurred. The patient had underwent a right subclavian angiogram and was being treated with coils in the right lateral thoracic artery. Another manufacturer's 5fr catheter was used to guide a renegade microcatheter into a small branch off the right subclavian artery, the right lateral thoracic artery. The branch was at a 90 degree bend to the main subclavian artery. Twenty two coils were placed in the lesion area successfully prior to the event with this coil. As this 3mm/2.5 mm vortx-18 coil was being advanced out of the micro catheter into the vessel, the catheter was pushed out of the vessel and into the subclavian. The coil released and traveled with the arterial flow, lodging into the brachial artery in the area of the right elbow. An attempt to snare the coil was unsuccessful. The patient was subsequently taken to surgery for successful removal of the coil. There were no complications reported from the surgery.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).